Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 419 mg/dl this morning. The customer treated with an insulin pen and his blood glucose decreased to 156 mg/dl. He did not complete the rewind process before attempting an infusion set change. Troubleshooting was declined for the high blood glucose. The customer was assisted in rewinding the insulin pump, priming the tubing, and performing the fill cannula process. No further assistance was needed, and no products were returned or replaced.